Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician observed cuts on the membrane panel. Since the event occurred during routine testing, there was no pt involvement during this event.